Manufacturer narrative:
Results: a sample was not returned for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 5120609. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. (B)(4).

Event description:
It was reported that there were two incidents where the yellow top (stopper) of a 10.25 x 64mm, 3.0ml bd vacutainer® acd glass tube came off during blood collection. This caused blood to splatter on the collector's gloved hands. Specimen tubes were collected using single use holders without the pediatric tube adapters. There was no report of blood exposure to mucosal membranes, injury, or medical intervention.